Event description:
Prior to the procedure, the physician placed the electrode into n50 port and the n50 registered 150 degrees, it should have registered 24 degrees. A defective tc electrode chip was suspected. This event did not occur during the surgical procedure.

Manufacturer narrative:
The evaluation results as received from howmedica leibinger gmbh indicates that this event would be attributed to the bonding material used during the mfg process of this product. New bonding materials are presently being evaluated to improve this product.